Event description:
It was reported that during an open colectomy procedure, the device was placed on the colon. The device was fired and then the surgeon pulled the firing trigger again. The device was removed from the tissue and there were no staples. The surgeon handed the device off to the back table. The device was fired at the back table and the device fired all the staples with the proper b form shape. A contour device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Colon. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st firing. What color cartridge (white/blue/green) was used (tx only)? Blue. Was buttressing material utilized? No. If so, which product? Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Asku. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staples fired. Was proximal and distal control maintained on the tissue during the firing sequence? [No response]. Was the staple line inspected for integrity prior to transecting the tissue? [No response]. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Asku. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was the firing to close a side by side anastomosis? Yes.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.